Event description:
User called into emergency support program line reported that the arterial waveform appeared different than expected and she was unable to troubleshoot the cause. The console image showed artifact in the arterial waveform, and the patient later demonstrated sub optimal augmentation, even after returning to 1:1 support following an episode of flash pulmonary edema.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line reported that the arterial waveform appeared different than expected and she was unable to troubleshoot the cause. The console screen showed minimal artifact in the ECG and artifact in the arterial waveform. The patient experienced an episode of flash pulmonary edema. The patient later demonstrated sub optimal augmentation, even after returning to 1:1 support and was placed in 1:2 support.

Manufacturer narrative:
The nurse reported that the waveform just looked different and had been unable to determine the cause. A review of the console image showed minimal ECG artifact, a one is to two frequency, and artifact within the arterial waveform. Further troubleshooting revealed that the bedside team had been attempting to wean support when the patient experienced an episode of flash pulmonary edema. The patient was returned to one is to one support, but afterward demonstrated sub-optimal augmentation in one is to one and was therefore placed back in one is to two. Esp team reviewed the importance of maintaining a high-quality ECG signal and proper line care. After replacing the electrodes and flushing the inner lumen, the waveform improved slightly, though some catheter whip remained. Augmentation was better. They discussed potential causes of catheter whip and compared the fiber-optic pressure waveform with the transducer waveform, which appeared very similar. The attending physician reviewed the most recent chest x-ray and stated that it looked fine. Because the radiology report did not describe catheter placement using landmarks or provide specific details. Esp team encouraged the nurse to request a more thorough interpretation. They also reviewed both catheter-specific and patient-specific factors that can contribute to sub-optimal augmentation. At that point, esp team learned the patient had developed a new murmur